Manufacturer narrative:
The reported complaint of the thermogard console sn (B)(4) displaying different patient temperatures and the loose t1/t2 temperature sensor block was confirmed during the functional testing. The root cause of the reported complaint was a damaged t1/t2 temperature sensor block as a result of the user mishandling. The customer connected the wrong cable to the t1/t2 temperature sensor block making a loose connection to the patient's temperature cable. During visual inspection, no physical damage was observed on the thermogard console. The event log review showed no significant discrepancies. The thermogard console passed the power on self-test (post); however, further investigation revealed a loose connection on the t1/t2 temperature sensor block, thus, confirming the customer's reported complaint. The t1/t2 temperature sensor connection block assembly was replaced to address the reported complaint. In addition, hospital monitoring interface accessory (hmia) box was showing the wrong temperature (1 degree less), unrelated to the reported complaint. The observed issue with the hmia box is likely attributed to the age of the device. The thermogard console was manufactured in 2012 and is 11 years old, past the expected serviceable life of five years. The failed hmia box needs to be replaced to remedy the issue. Following service, the thermogard console passed all the final functional tests without error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard console with sn (B)(4).

Event description:
The customer reported different patient temperatures on the monitor of the thermogard console sn (B)(4) . In addition, the t1/t2 temperature sensor block with the cable connector of the thermogard console was observed loose. The patient's status information was requested but the customer did not provide a response.